Event description:
It has been reported to philips that the systems lateral arm exposure fails to be exposed, only for x-ray. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to produce exposure. Upon functional testing fse identified lateral stand couldn¿t produce exposure due to faulty anode drive unit (adu). The philips engineer has replaced anode drive unit (adu). After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.